Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® buffered sodium citrate (9nc) blood collection tubes, the device experienced stopper pops out of the tube. The following information was provided by the initial reporter. The customer stated: "on (B)(6) 2021 we had one of the tops come off one of our bd light blue top tubes, during transit to the main lab resulting in possible cross contamination with the other samples in the bag. We did confirm with the employee who drew the specimen that they at no point removed the top prior to shipping out to our main lab. The testing ordered also would not dictate the need for the phlebotomist to remove the top at any point in time."

Event description:
It was reported when using the bd vacutainer® buffered sodium citrate (9nc) blood collection tubes, the device experienced stopper pops out of the tube . The following information was provided by the initial reporter. The customer stated: "on (B)(6) 2021 we had one of the tops come off one of our bd light blue top tubes, during transit to the main lab resulting in possible cross contamination with the other samples in the bag. We did confirm with the employee who drew the specimen that they at no point removed the top prior to shipping out to our main lab. The testing ordered also would not dictate the need for the phlebotomist to remove the top at any point in time."

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 7/22/2021. H.6. Investigation: bd received 63 samples and 3 photos for investigation. The photos were reviewed and the indicated failure mode for stopper function (stopper creep out) with the incident lot was not observed. Additionally, the customer samples along with 10 retention samples from bd inventory, were evaluated by visual examination and functional testing and no issues were observed relating to stopper function (stopper creep out) as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode stopper function (stopper creep out). Bd was not able to identify a root cause for the indicated failure mode.